Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 07 november 2025, it was reported by a sales representative via email that an ar-2324kpsp, swivelock sp peek kl 4.75mm was reported to have broken during use. This occurred on (B)(6) 2025 during an unknown procedure. It was reported that the peek tip did not pierce through bone and eyelet came away from insertion handle. The case was completed successfully using another anchor. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.